Event description:
It was reported that the arterial pressure could not be zeroed and the device would alarm ¿venous bubble sensor is defective¿. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the arterial pressure could not be zeroed and the device would alarm ¿venous bubble sensor is defective¿. The failure occurred without a patient involved. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The reported failures could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "venous bubble sensor is defective" could be confirmed and occurred multiple times on the date of event. An exact root cause for the reported failures "arterial pressure could not be zeroed" and "error message: bubble sensor is defective" could not be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failures: wrong pressure information e.g.: - defective/disturbed (emi) pressure sensor. - response time is too long. - too high/low atmospheric pressure. Venous bubble sensor not working, wrong information: - influence due to other ultrasonic devices (e.g. Flow sensor). - bubble sensor defective / disturbed. - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instructions for use (IFU), chapters 2.2.5 "monitoring and sensors" and 5.4.4 "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. It is stated in the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) that the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, in the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Referring to the instructions for use (IFU) of the caridohelp (chapter 10 "cleaning and disinfection"), the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in the IFU chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2017 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-07. Based on the results the reported failure "arterial pressure could not be zeroed" could not be confirmed. However, the reported failure "error message: bubble sensor is defective" could be confirmed but not reproduced. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.